Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully uploaded to carelink. No alerts/anomalies/alarm noted during test. Unit passed the self-test. No upload anomalies were noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case ¿ display window corner, battery tube threads - cracked, and cracked case (battery tube). In conclusion, customer allegations for pump software update anomaly were not confirmed when unit was able to successfully upload to carelink. However, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced pump software download did not complete - no errors on minimed, sensor failed to pair with pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned. Product return is not applicable for non physical device mmt-6102.